Event description:
Reportedly, this valve was explanted at implant due to mitral regurgitation caused by a suture loop as seen on echocardiography. No further info was reported.

Manufacturer narrative:
Eval summary: examination of the returned valve revealed characteristic markings of a suture loop on the free margins of the cusp 2 and cusp 3 leaflets. There was also a suture track on the belly of the cusp 3 leaflet that extended 6mm in length from the free margin to the commissure post 3. Leaflet creases and folds were also noted. Slight incomplete coaptation was observed. Suture looping is a user technique related issue. H6: x-ray.